Event description:
The patient reported experiencing elevated blood glucose levels after she ¿couldn¿t¿ get a pod to work,¿ which led her to seek medical attention. No specific blood glucose value was reported. The patient presented to the emergency room (ER) on (B)(6) 2026, where she remained for approximately two hours. She did not report any symptoms other than elevated glucose levels, and no formal diagnosis was provided by medical staff. Treatment at the ER consisted of insulin injections. No further information regarding the pod failure could be obtained despite multiple good-faith attempts for additional details.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 18.7, hardware: iphone11.2, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.